Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. A separated report will be submitted for the second versacross rf wire. We are unable to provide the complete unique identifier (UDI) at the time of the submission of this report, as it was not yet available. If additional details become available, a supplemental report will be submitted.

Event description:
It was reported a pericardial effusion (pe) occurred. During a watchman left atrial appendage occlusion (laao) procedure, a versacross connect laac kit was selected for use. There was a trivial pe noted when sweeping for pre-existing pe prior to implantation. The physician obtained right femoral vein access and an 8 fr sheath, and the versacross pigtail rf wire was inserted and advanced to the superior vena cava (svc). The 8 fr sheath was exchanged over the wire for a watchman fxd double curve sheath (was). While advancing was over the wire to the svc, difficulty was encountered due to the posterior and lateral orientation of the svc in relation to the inferior vena cava (ivc) and right atrium. The wire made a moderate turn into the svc, allowing the was to enter the right atrium instead of tracking the wire into the svc. The wire was kinked at an angle of 35 to 45 degrees. This kink made it difficult to advance the was over the wire. The wire was withdrawn into the dilator, the drop down to the fossa was performed, once position was obtained for transseptal puncture, an attempt to advance the wire was made. The physician having difficulty advancing the wire, clocked the sheath off of the fossa and reattempted to advance the wire, which was advanced outside the dilator. Thus, a new rf wire was used to gain ts access to the left atrium. From this point, the watchman implantation proceeded in a normal manner. A 27 mm device was placed and released, after it was determined that it met the p.a.s.s. Criteria. Following the release of the device, it was determined that the patient had a pericardial effusion. Once the heparin was reversed with protamine sulfate, a pericardiocentesis tray was used to insert a drain and the fluid was aspirated and removed. Following a period of observation, it was determined that the effusion was stable and no longer increasing. The pericardial drain was removed and a dressing applied to the puncture sight on the chest. The patient was to be monitored overnight and discharged the following day barring any further complications. The device is not expected to be returned for analysis (disposed). Per the physician, it was suspected that the wire punctured the intra-atrial septum from the right atrium and entered the sulcus when trying the manipulated the bent rf wire prior to exchanging for a new wire. The wire was buckled upon insertion only. The new rf wire was exchanged and transseptal puncture was made using the existing sheath and dilator from the first versacross kit.